Event description:
Additional information was received on (B)(6), 2012 when it was discovered that the vns patient had a full revision surgery that day. The hospital discarded the explanted lead and generator after the surgery therefore product analysis cannot be performed on the devices.

Event description:
Additional information was received on (B)(6), 2012 when it was discovered that the lead impedance after the patient's full revision surgery on (B)(6), 2012 was reported to be within normal limits. The implant card from the surgery stated that the reason for the revision was a lead discontinuity; however follow-up with the surgeon revealed that no lead discontinuity was seen during surgery. The neurologist had previously reported that he had suspected a lead break due to the patient's painful stimulation although diagnostic results had shown the device to be functioning properly.

Event description:
On (B)(6) 2012 a vns treating physician reported that the vns patient felt painful stimulation in the neck and chest area. The patient was previously set at 1.5/30/500/30/3. The diagnostics showed ok/ok/2260 ohms. He also ordered x-ray but did not find anything unusual about the lead but he suspected a lead fracture somewhere. When he lowered the patient to 0.75 ma and 250 us pulsewidth the patient was feeling ok. The physician said the patient did not have any medication changes prior to the onset of the event. He also said patient did not report any trauma or manipulation of the device to him. The physician's nurse reported that the patient was experiencing an electrical shock for a couple of weeks. The physician performed diagnostics which showed results within normal limits. X-rays were ordered and the physician stated that no abnormalities were observed. The physician's nurse later reported that the patient was seen a couple of weeks ago because he started to feel a shocking sensation and high degree of pain during stimulation around the chest area. The physician turned the device off and the pain was gone. The nurse stated that before last week's visit, the patient wasn't seen since november 2011 where diagnostics back then were within normal limits as well as last week's visit. The patient was referred for a full revision surgery due to the painful stimulation. Although surgery is likely, it has not yet occurred.